Manufacturer narrative:
Additional information - b5, d9, h4. Corrected information - h6. Investigation: during a visual inspection of electrode "b" we noticed that a part of the ceramic insulation of the electrode is damaged/missing (chipped off). Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level ((4)5 severity x (2)5. Probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the most probable root cause for ceramic-insulation defects on monopolar electrodes are dropping on hard surfaces, bending -stress of the metal within the electrode, and electrical overstress in conjunction with moisture. According to the case description, the electrode came defective from reprocessing. The instructions for use (IFU) points to checking the insulation of each electrode before use. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results a CAPA is not required.

Event description:
Update: the malfunction is filed under aag reference (B)(4). Associated medwatch report: 400533866 (9610612-2022-00265) gk384r - found broken prior to use.

Event description:
It was reported to aesculap ag that a ceramic electrode tip l-hk f/gk372r (part # gk384r) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the device broke. Additional information was received on november 22, 2021 which revealed that a piece of the ceramic coating separated from the distal tip of the l-hook. The fragment was accounted for on the sterile back-table by the surgical tech and it was determined that it had separated prior to being used on the patient. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. The surgery was prolonged approximately five (5) minutes as a result of this event. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.